Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vtich13.2 +3.0/6.0/093 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. Refractive surprise and lens rotation was observed. Lens remains implanted. Cause is reported as unknown.